Manufacturer narrative:
One probe was returned for evaluation for the report of poor cutting of probe. A review of device history review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint for the reported issue. The returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed nonconforming. The sample would not aspirate. Cut testing was performed and deemed nonconforming. The sample did not cut and pulls tissue. The probe was disassembled and the components inspected. There is approximately 45 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance felt when removing the inner cutter from the needle. Gouge marks at bend area, cutting edge, and several locations along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path to remove the blockage. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and the aspiration test was then deemed conforming. The initial aspiration test failed due to a blockage in the aspiration path and once the blockage was removed, the probe will then work properly. The complaint evaluation does confirm the probe sample had a performance issue. The root cause for the poor probe performance is due to foreign material in the aspiration path. How and when foreign material got stuck in the aspiration path cannot be determined from this evaluation. A possible root cause of the foreign material is possibly surgical material from the probe sample being used in surgery for approximately 45 minutes. The gouge marks at the bend area, cutting edge, and several locations along the inner cutter support that it is not a manufacturing related issue. No specific action with regard to this complaint was taken by the manufacturing location because the exact root cause cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported poor cutting of the probe during a procedure. The condition of the aspiration was not known. The procedure was completed after replacing the product with another one. There was no harm to the patient. The sample was retained. No additional information is expected.